Event description:
It was reported that pump display had pixel problem, slow reaction time, and often did not respond, which prevented customer from interacting with pump and reading screen. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections for insulin delivery.